Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump was not accurately recording boluses. As a result of the alleged issue, the reporter claimed that the pt suffered low blood glucose (bg) levels. In another case, they called a doctor for assistance. No glucagon was administered or ems assistance was sought. In one event on (B)(6) 2011, the reporter mentioned that she watched the pt perform a bg check at dinnertime and then programmed a bolus from the meter remote. The reporter claimed that the bolus counted down on the meter remote but the bolus did not record in the pump. Later that same evening, the reporter alleged that the pt's bg went down to "33 mg/dl." Based on the info provided, this complaint is being reported due to the following conclusion: the reporter alleged that the pt obtained a low bg result suggestive of severe hypoglycemia after a bolus was not recorded accurately in the pump.